Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On (B)(6), 2017, it was reported that the device had a bent comb. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device had a bent comb and the damaged comb was replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the comb, roller, and roller gear was damaged. The pre-repair tests could not be done due to the damaged comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device had a bent comb¿ was confirmed since during initial inspection it was revealed that the pre-repair tests could not be done due to the damaged comb. It was also revealed that the revealed that the roller, and roller gear was damaged. The root cause that the device had a bent comb and the comb, roller, and roller gear was damaged cannot be specifically determined with the provided information. The issue was resolved with the replacement of the roller, damaged comb, and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4) was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device had a bent comb. There was no patient harm. No adverse events have been reported as a result of the malfunction.